Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "usb port looks dirty and it takes some 'wiggling' to get it to connect to charge." There was no reported impact to blood glucose. Reportedly, customer continued to use the pump for insulin therapy.